Event description:
Surgeon reports patient is a status post right hip replacement done (B)(6) 2013. He has been complaining of pain recently and MRI reports showed fluid and loosening for the cup. Surgeon requested to revise the cup. The cup revision was performed through the anterior approach. The head and liner were removed and the cup was easily remove with the inserter handle confirming it being loose. Surgeon proceeded to ream and prepare the acetabulum for a tritanium revision cup. The cup was implanted and augmented with screws. Satisfied with his fixation he proceeded to implant the liner and a new head. The surgery was performed without incident.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.